Event description:
During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for a report of e322 malfunction. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The piezo was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.